Manufacturer narrative:
It is unknown if the sample is available for evaluation. Argon is awaiting a response from the user facility. A follow-up report will be submitted when the sample has been received and reviewed.

Event description:
"Catheter presenting resistance, performed catheter maintenance, confirmed resistance with leakage in the dressing, removed dressing for observation of the catheter, being evidenced that the catheter was ruptured in the cannon"

Event description:
Follow up.

Manufacturer narrative:
H3 other text: placeholder.